Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's relative contacted lifescan (lfs) alleging the patient's onetouch ultra meter was displaying the "error 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began sometime in (B)(6) 2010 prior to contacting lfs. The relative informed the cca that the patient manages his diabetes with pills and diet/exercise. At the time the alleged issue began, the relative reported no action was taken regarding the patient's diabetes management routine. The patient's relative indicated the patient had symptoms of urination a month after the alleged issue began. At an unknown date/time , the patient's relative stated the patient went to seek assistance from his health care provider (hcp). According to the relative, the patient was administered 5mg of terazosin hc pills for his symptom. At the time of the doctor's office visit, the relative indicated no other blood glucose device was used by the patient. At the time of troubleshooting, the cca noted the patient had used the subject meter before, the test strips were not in good condition, and determined the patient's process for testing was incorrect. Per the cca documentation, the patient applied the blood sample incorrectly on the test strip. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient's relative claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms of a serious injury after the alleged issue began.